Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. It was reported the pt's vessel were small in diameter, severly calcified with moderately tortuosity. It was reported that due to the pt's anatomy it was difficult to advance the stent graft to the intended landing zone. The physician was aggressively pushing the stent graft and it resulted in the dissection of the left external iliac artery. The pt was sent to surgery for successful repair of the artery. There was no further intervention, the case was ended.